Event description:
Same case as 2134265-2012-04652. It was reported that during a rotational atherectomy procedure, a wire fracture had occurred. The 95% stenotic moderately tortuous and severely calcified lesion was located in the native ostial left circumflex artery (lcx). The area of the ablation was not tortuous, but the area distal to the lesion was severely tortuous. After the ablation was completed with a 1.25mm rotalink plus, a polishing run was being performed. The rotalink plus went more distal to the lesion than intended. Due to the tortuosity of the distal vessel the burr was pushed into contact with the wire. It was determined that the rotawire guidewire was broken off just past the floppy tip more into the metal portion of the guide wire. An attempt was made to snare the rotawire tip fragment, but it was unsuccessful. It was determined that due to recent nature of her coronary artery bypass surgery 2 months prior, she was not a surgical candidate. The physician did try to advance a balloon to the area, but was not able to due to the tortuosity. The patient was asymptomatic, so it was determined that the wire fragment would remain inside the patient in the lcx and first obtuse marginal artery. No other complications were reported and the patient was discharged home on coumadin and aspirin.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).